Event description:
It was reported that during a gastric bypass procedure, on the sixth firing with a blue reload on the pouch, the staples came unzipped, they reload the device with another blue reload to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/16/2008. Information anticipated, but unavailable at this time.